Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis inside a guide catheter. The crimped stent was entangled on the balloon. Initial visual examination of the stent showed that the stent was severely damaged with the proximal portion having received damage that was consistent with attempts being made to withdraw the device into the guide catheter. Attempts were made to inflate the balloon with an inflation device so as to remove the damaged stent to establish if any balloon damage was apparent. The balloon was only partially inflated as a balloon leak was identified at the proximal end. The proximal end of the stent was difficult to expand, in part due to the severe stent damage that was evident. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon leak that was detected was found to be a balloon pinhole and was located at a point where the proximal edge of the stent was initially crimped. No balloon damage is evident adjacent to the pinhole however a stent strut may have caused the damage evident. Microscopic examination could not find any other evidence of damage like scratches to the proximal balloon cone that would signify difficulty advancing. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process. A visual and tactile examination found that the hypotube shaft had multiple kinks along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected to treat the target lesion. However, upon the first inflation at low atmosphere, the balloon ruptured as the stent was being deployed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon ruptured occurred. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected to treat the target lesion. However, upon the first inflation at low atmosphere, the balloon ruptured as the stent was being deployed. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.